Event description:
It was reported that a screw fell out of the radiolucent right angle drive during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.